Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "unit shuts off" was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The dovetail bracket stabilizer screws and the pim board were replaced as a precaution. The report of "compressor failure- 1001" was observed during review of the device data logs. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The flow screens and the compressor were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 70-year-old female patient, the device displayed a "compressor failure- 1001" error message and inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.